Event description:
The account alleged that the pt positioning module was armed and when the pt left the bed the pt positioning module did not alarm. The account alleged that the pt was injured.

Manufacturer narrative:
The account stated that the scale display was showing an error. The account inquired if an error was present at the time of setting, the pt positioning module would set and they were advised that it would not set. The technician performed the investigation and the facility stated the pt exited the bed with the bed exit set and fell to the floor. The facility would not release info about the alleged pt injury. The technician was informed that an outside vendor had already repaired the bed. The outside vendor found the bed scale with an error message and calibrated the bed scale. This info was provided by the account. The technician then inspected the bed by testing all functions and found that all functions were working as designed, but the technician noted that an aftermarket pt helper had been mounted to the bed. The bolts holding the bracket to the bed were impeding the proper connection for the communication cable. The account would not release any other info including the actual date the event occurred.